Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that the shaft of a bcd10 devices was returned and the tip of the device. In addition, the tyvek was returned along with the instrument. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during an unknown procedure, it was found that the cotton tip came off about an hour after the procedure started. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.